Event description:
It was reported that stent dislodgement occurred. A 4.00mmx 2 4mm promus premier¿ stent was advanced to the target lesion however the physician needed a longer stent than he initially thought. While trying to pull the device back into an unspecified guide catheter, the stent stripped off the delivery system balloon. A 2.0mm unspecified balloon catheter was advanced and expanded the stent in the left anterior descending artery (lad). Then a bigger, unspecified non compliant balloon catheter was advanced to fully expand and appose the stent to the vessel wall. The stent was deployed successfully and the procedure was completed. No patient complications were reported and the patient's status was fine with no adverse effect.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).